Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that the dyonics powermini gearbox clicks, jams and overheats. No case reported; therefore, there was no patient involvement.

Manufacturer narrative:
Internal complaint reference(B)(4). The reported device was received for evaluation. There was a relationship found between the device and the reported event. A visual inspection found no issues. A functional evaluation revealed a short in power cord. Further evaluation revealed a defective power cord. It was determined that the power cord has shorted internal wiring. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The complaint was confirmed, and the root cause was associated with a short in the power cord. Factors which can contribute to a shorted power cord include rolling a heavy cart over the cord or excessive bending of the cord. Even though no overheating was noted, a shorted power cord can lead to a blade stall/noisy motor condition that will result in increased current draw from the control unit which will heat the motor and hand piece housing. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. Internal complaint reference (B)(4). Medical device problem code updated.